Manufacturer narrative:
The device is not available for evaluation, without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted. Initial reporter phone has an extension number of (B)(6).

Event description:
The event involved a primary plum set where the reporter stated that in the oncology area, when the product was removed from package to start the priming, it was observed that there was dirt on the spike where intravenous fluids connect, under the cap. The event did not occur during patient use and no one was reported harmed as a result of this event.